Event description:
The customer reported that the blue paper wrapper that holds the sterile cable inside the packaging became separated in pieces when the nurse opened the package. On one occasion a piece fell into a patient. The piece was retrieved without incident. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). The customer did not report a lot number. Additionally, incident samples were not returned for evaluation. No other reports of this nature have been received. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.